Event description:
A (B)(6) year old boy was diagnosed of having slipped capital femoral epiphysis (scfe) due to a strange kind of gaiting while walking. To avoid slipping of the femur bones two pins (synthes 7.3 mm screws) were drilled into the heads of the two femur bones. The walking skill of the boy deteriorated and we have found that one of the screws in the bone was broken. The child was then operated on to remove the broken pins. The health of the bones are getting worse and the child is handicapped to walk.